Event description:
It was reported that when the 2.9 mm bioraptor anchor was located, the guide and the specific drill for this anchor were used, but at the moment of pulling the thread, in order to see the anchor stress, the thread came out, leaving the anchor secured inside the bone.

Manufacturer narrative:
One 2.9 bioraptor inserter was returned for evaluation. Anchor and sutures were not returned. Visual assessment of the inserter showed no abnormalities. Dimensional assessment of the inserter found it met print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.